Event description:
It was reported the charger is unable to communicate with the ipg. It was also reported the ipg is nonfunctional. The pt will not move forward with surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.